Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, lack of mobility, metallosis and elevated metal ion levels. A review of invoice history confirmed the surgery dates and confirmed that another revision procedure took place on (B)(6) 2013. Further follow up determined the revision procedure that occurred on (B)(6) 2013 was for the right hip. The modular heads, acetabular components and taper adapters were removed and replaced during both revision procedures. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2013-05642/05647).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2007 and left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, lack of mobility, metallosis and elevated metal ion levels. A review of invoice history confirmed the surgery dates and confirmed that another revision procedure took place on (B)(6), 2013. Further follow up determined the revision procedure that occurred on (B)(6), 2013 was for the right hip. The modular heads, acetabular components and taper adapters were removed and replaced during both revision procedures. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the left hip revision was performed on (B)(6) 2012 due to pain and further noted the presence of granulation tissue with metal staining and scratching and burnishing of the acetabular shell. Operative notes for the right hip revision noted that the revision was performed on (B)(6), 2013 due to pain and elevated metal ion levels and further noted the presence of metal staining of the tissues.